Event description:
Additional information was attained that the site did not believe it was a handheld issue. Reported " the problem is neither in the palm or the device that interrogates but connections or cable" by manipulating the entry connection of the handheld or unwinding the cable they could get it to interrogate. Some days it starts the process and after a long time alerts saying that the connection has failed. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. A programming wand was returned for analysis and determined to be the cause of the reported event. Analysis in the lab found that the device did not communicate and the power light would not come on. Root cause was the positive battery cable snap clip had expanded contacts. This condition caused an open battery circuit and loss of power to the device. The cause for the expanded positive battery cable snap clip is unknown. Continuity testing of the serial data cable passed. After the positive battery cable snap clip was secured, the programming wand performed according to functional specifications.

Event description:
A physician in spain reported that his handheld computer had a contact problem. At this time no further details have been obtained. Good faith attempts for further information will be made.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury. Suspect medical device: corrected data: updated product to programming wand.